Event description:
It was reported that (1) device was used during a uterus procedure. It was reported by the affiliate that the mcl20 instrument clips are not advancing. Another instrument was used to complete the case. There was no consequence to the pt.